Event description:
It was reported that a pt brought a non-MRI compatible walker into the scanning room with a magnetom skyra and placed it too close to the magnet. The walker got sucked in by the magnet and got stuck. Siemens local service engineer, (B)(4), was dispatched to the site. The engineer had to ramp down the magnet in order to remove the walker. The system functions were checked and the unit is fully functional. There are no injuries involved in this event.

Manufacturer narrative:
The introduction of ferromagnetic pieces of equipment in the MRI examination room was contrary to the operating instructions. The magnetom skyra system manual section a.2 and the magnetom system owner manual section a1 provide clear advised and warnings regarding both magnetic field hazards and training of the personnel on MRI safety. This report was submitted (B)(4) 2013.